Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. Evaluation determined the cause to be a failed processor pcb. The processor pcb was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had no audio during biomed testing. It was also reported there was no patient involvement.